Event description:
It has been reported to philips that there was no display on the flexvision monitor. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor does not work. Review of the system log file showed that flexvision pc malfunction. Upon further troubleshooting action, field service engineer (fse) found that the flexvision monitor does not work. The fse replaced the flexvision monitor. After replacement of flexvision monitor, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code were corrected.